Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 127 ohms. It was noted there was a gradual increase in impedances over the last year. There is no evidence of noise and all other lead measurements are within normal range. Technical services recommended to continue to monitor and to consider increasing the out of range value to 150 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.